Event description:
The event is reported as: the filter broke in two pieces. The device was replaced with other one.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.